Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue. Physio found that the negative battery pin in battery well 1, was loose. Physio replaced all of the battery pins which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered itself off during patient use. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.